Event description:
It was reported that the explanted generator will not be returned for analysis by the explanting facility. Further follow-up revealed that the seizures have reduced since generator replacement. There were no programming changes, medication changes or external factors that contributed to the increase seizures.

Event description:
It was reported that the patient was experiencing an increase in seizures and was no longer feeling device magnet stimulation. Interrogation of the device did not reveal a low battery indicator. The device and magnet output current were increased. The patient was referred for generator replacement as the physician does not believe the generator is putting out full power. The patient underwent prophylactic generator replacement on (B)(6) 2016. The explanted generator has not been received for analysis to date.